Event description:
The mother of the patient stated that the patient was diagnosed with dka, that the staff put the patient in nicu, administered a three day insulin drip and discharged the patient. The patient stated that he felt he could not breathe, that he could not walk and that he vomited. The reporter stated that the patient added the he felt like someone was squeezing his lungs and that his blood had acid in it.